Manufacturer narrative:
(B)(4). Product returned and investigated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 200 to 365 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed on (B)(6) 2015 at 08:19am with test results of hi. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 102 mg/dl and 105 mg/dl. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 03/19/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(6). Adverse event not reported.